Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va31vdu implanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-jan-07 additional information was received from the healthcare provider (hcp). The hcp reiterated information about the lead coiling. A revision surgery is may take place in the future, but there is no plan or date at the time of the letter. The hcp added that the patient is to have botox in the future.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 19-sep-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and urge/incontinence. It was reported that patient (pt) saw their health care provider (hcp) because they had been getting shocks and discomfort down their leg. Patient said there were no falls or trauma preceding this. Patient said they were having to go to the bathroom every hour and a half. Patient went to a chiropractor and was assured that the discomfort in their lower back was not coming from anything in the sacral joint area. Patient was sent for an x-ray, the x-ray said "the lead demonstrates multiple coils of the lead without evidence for lead discontinuity. No abandoned leads". Patient said that the managing physician's nurse called them regarding the x ray and told the patient that x-ray showed that the lead was "coiled" around different spots. Patient and hcp decided they were going to turn off the implant for a while and today the therapy was turned back on. Patient said usually they were on program 3 or 4 and would go up to a .7 or a .8 ma but today they would get the message 'the system is operating at maximum settings, therapy cannot be increased (oor)" and couldn't increase stimulation up past 0.3 ma. During call agent walked patient through trying all 7 programs, patient got the same oor message. The issue was not resolved through troubleshooting. Patient said their implant had moved down and it keeps turning over. Patient said the implant was sticking out and hurt if they sit in a hard chair. Patient said the implant sticks straight up and down and they could manipulate the implant right side up or right side down. Patient said they had to turn it over to get the implant to connect with the communicator. Patient said the doctor had already addressed this issue by putting in a whole new implant. Patient said their first implant did the same thing and their current implant had moved probably 2-3 inches towards the lateral area of their hip. The patient was redirected to their healthcare provider to further address the issue.